Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital for a normal device change out. The lead was imaged and externalized conductors were suspected. The lead was connected to the new device and dft testing was performed. It was noted that during testing, the device delivered multiple inappropriate shocks due to noise. The physician reopened the pocket and disconnected the pace/sense portion of the lead. A new lead was implanted for pacing and sensing. Noise was less apparent and physician elected to take no further action. The patient was stable post procedure and will continue to be monitored.

Event description:
Additional information received indicated that the lead was capped due to oversensing.